Manufacturer narrative:
Exemption numbere2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
The procedure was to treat a 100% stenosed, moderately tortuous and mildly calcified lesion in the left anterior descending coronary artery. A xience xpedition 3.0x23mm was implanted on (B)(6) 2017. On (B)(6) 2018 the patient was re-admitted with angina. Angiography identified in-stent restenosis. The patient was treated with a 2.75x28mm non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.